Event description:
The facility representative reported to baxter (B)(4) that a catheter extension set had an inverted septum when a cannula was connected. This occurred during infusion. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information available at this time.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation:a sample was available for evaluation. A visual inspection revealed that the septum was inverted. A dimensional inspection revealed that the swage height and septum diameter were within specifications. The center slit allowing injection was present and did not have any abnormalities. The reported condition was confirmed. The root cause can be attributed to the user not accessing through the center of the septum.